Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the right ventricular lead became dislodged. An x-ray confirmed the dislodgement. The lead was explanted and replaced. During lead revision, it was noted that there was twiddler's in the pocket. The patient was stable with no adverse consequences.